Event description:
It was reported that the advisory device was explanted and replaced prophylactically during a lead revision procedure on (B)(6) 2017. The patient was asymptomatic and was stable during and post procedure.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-00205, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).